Event description:
It was reported that vessel dissection occurred. The patient was diagnosed with blockage in the mid left anterior descending (lad) artery. Vascular access was obtained via femoral artery. The concentric, de novo, non totally occluded target lesion was located in the non-calcified and mildly tortuous lad. After crossing the lesion with a non-bsc guide wire and dilating it using an unspecified balloon catheter, a 3.50 x 20 mm promus element ¿ stent was advanced to treat the lesion. However, resistance was encountered while crossing the lesion due to the mild calcification. Post stent deployment, vessel dissection was noted at distal site of the lesion. The physician then treated the dissection with a 3 x 24mm promus premier stent and the procedure was completed. No further patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).